Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box/tray from the lot number provided in the report. The label matches the product returned. Three photos were provided and reviewed. The first picture provided shows part of the box label and it matches that in the report. The second picture shows the trigger cord wrapped around the handle and not attached to the barrel and no bands are on the barrel. The third picture shows all the components in the open tray, no bands can be seen. All components, except the bands, were included in the return. Our laboratory evaluation of the product said to be involved could not confirm the report of unable to deploy the mbl bands based on the condition of the returned device. The barrel was no longer attached to the trigger cord and no bands remained on the barrel as the user deployed them all while troubleshooting the device. The trigger cord returned wrapped around the handle from deployment. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved could not confirm the report of unable to deploy the mbl bands based on the condition of the returned device. The barrel was no longer attached to the trigger cord and no bands remained on the barrel as the user deployed them all while troubleshooting the device. A definitive cause for this observation could not be determined, however the user indicated the bands were able to be deployed outside the patient, indicating the cause could be related to the set up of the device or the endoscope position. The IFU states "if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the user opened the package and installed the device , then advanced it to the esophagus bleeding area to conduct ligation, but found out the band could not be deployed as expected. Bands 1-3 band could not be released, and user retracted the device from patient and tried again while found out all bands released at once. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.